Event description:
Corrected: it was reported that the patient experienced a reaction after wearing the hard-soft splint. The provider notes, patient experienced sores on upper lip where if contacted material. The patient does not have known allergies. The provider notes that the patient wore comfort hard/soft and developed sores. However, the provider thought may be a dry mouth concern. The provider advised the patient to moisturize area, but reaction continued. The patient instructed the patient to stop use of the device and to wait for astron night-guard. Reaction went away, but when patient inserted astron night-guard, the reaction returned.

Manufacturer narrative:
Corrected data: section b b5: is corrected to reflect the comfort hard/soft splint as it was reported incorrectly as astron. Section d d1/d2 : is corrected to reflect the comfort hard/soft splint as it was reported incorrectly as astron. D4: is corrected to reflect the comfort hard/soft splint lot number as it was reported incorrectly as astron. Section g g5: PMA/510k is corrected to reflect the comfort hard/soft splint as it was reported incorrectly as astron. Section h h4: the manufactured date is corrected to reflect the comfort hard/soft splint as it was reported incorrectly as astron. The device investigation has been completed and the results are as follows: DHR results no DHR was available for review since the device was fabricated per physician's prescription only. Supplier (erkodent) previously reviewed the associated material lot and confirmed no manufacturing deviation or abnormality lot# e-pro4.0-11298 (erkoloc-pro) was manufactured from 5/20/19 and was assigned with 3 years expiration stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results complaint investigator reviewed the returned parts with production on 7/21/20. The upper tray was returned with original case. The results were summarized below. Roughness - the edge was smooth. Crack - no major cracks were found. Delamination - layers were intact and did not separated. Discoloration - no discoloration was observed. General cleanliness - very clean. Case was returned in a good condition with label. Root cause a root cause for this complaint cannot be explicitly determined. IFU 9091 rev 3.0 (thermoformed mouthguards instruction for use) states to use only clear, cool water to wash the device. IFU provides warning "do not clean or soak in mouthwash; do not use denture cleanser, hot water, alcohol, hydrogen peroxide; do not place in direct sunlight". It is possible that the reactions could be caused by mouthwash, toothpaste, or soaking material. However, it was unknown how the patient was instructed to maintain or clean the device. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for sleep device (rpt 9733 rev 1.0). For cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. For skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. For sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. The test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Manufacturer narrative:
Not applicable for this device with the exception of the lot number and the operator of the device. This is the first of two implant complaints, see manufacturer report for the remaining complaint: 3011649314-2020-00474 ((B)(4).

Event description:
It was reported that the patient experienced a reaction after wearing the astron clear splint. The provider notes, "patient experienced sores on upper lip where there was contact. However, the provider thought may be a dry mouth concern. The provider advised the patient to moisturize area, but reaction continued. The patient instructed the patient to stop use of the device." The device will be returned.